Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and contrast and blood in the balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear 1mm long starting 1mm distal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurrred. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at below nominal pressure, the balloon ruptured. The device was completely removed without any issue and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurrred. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at below nominal pressure, the balloon ruptured. The device was completely removed without any issue and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.